Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The r608 component has failed. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms on power-up. The customer reported the post digital-analog count or analog-digital count error was logged in these events log. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.